Event description:
It was reported that the pacemaker's radio frequency telemetry appeared to be in lockout due to unknown reasons. On (B)(6) 2017, the patient presented in clinic and the device was out of lockout. No device intervention was performed. Patient was stable.